Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone, the insulin pump had alarmed motor error. Customer had an MRI done in the morning and now it was alarming motor error. The customer's blood glucose was unknown. The device alarmed during basal delivery. The device also alarmed motor position encoder error. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed and no motor position encoder error alarm could be performed due to the motor error alarm. No cosmetic damage was noted.